Event description:
Physician reports pt has been diagnosed with a failure of the finetech-brindley sacral anterior root stimulator implantable receiver stimulator (irs). There are plans to perform a replacement surgery of the irs. Follow-up info will be provided when available.